Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the pump¿s black box showed call service alarm 078-0008 errors (motor rewind error). The pump was exercised for 24 hours with no alarms or issues occurring. The pump cover was opened and moisture/corrosion was observed in the motor drive circuit, vibratory alarm contacts, and throughout the interior. Unrelated to the original complaint, the battery compartment was found to be cracked between the bumper pad and cover. The original complaint of a cs 078 alarm was noted in the pump history but unable to be duplicated during testing.